Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, no anomalies were found during functional or bench testing.

Event description:
It was reported there is a substantial delay when switching ECG (electrocardiogram) lead placement/orientation. The programmer appeared to be frozen for a couple of seconds, prior to responding. No patient complications were reported as a result of this event.